Event description:
A malfunction alarm was reported by the customer. There was no reported impact to the customer¿s blood glucose level. Technical support provided information to reset the malfunction code, which did not recur after the reset, allowing the customer to continue using the pump. The customer was advised to call back if the issue reappears and confirmed their understanding.